Event description:
The pt had rec'd a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic sys (rio) and the restoris multicompartmental knee system (mck). The pt complained his knee had never improved. A total knee arthroplasty revision was completed successfully. The revision surgery noted osteoarthritis on the medial facet of the patella down to the bone surface.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical, and is in progress. Preliminary results are not yet available.